Manufacturer narrative:
Device evaluation: visual analysis of the photos identified red encapsulation and an opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode.

Event description:
Patient reported experienced the events of rupture, severe fibrosis with a chronic granulating and giant cell inflammation with evidence of foreign material from the pseudo capsule of the right breast, intramammary lymph node with chronic giant cell lymphadenitis, severe fibrosis, pericapsular, allergy, rash, increased ana, water retention, pain, total body pain, lactose intolerance, fructose intolerance, histamine intolerance, and palpitations. The device was explanted. Right side.

Manufacturer narrative:
(B)(4). The events of lymphadenopathy, capsular contracture, and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture (grade unknown), granuloma, and lymphadenopathy.

Event description:
Patient reported right side rupture, severe fibrosis with a chronic granulating and giant cell inflammation with evidence of foreign material from the pseudo capsule of the right breast, intramammary lymph node with chronic giant cell lymphadenitis, severe fibrosis, pericapsular, allergy, rash, increased ana, water retention, pain. The following were reported but not considered device related: total body pain, lactose intolerance, fructose intolerance, histamine intolerance, and palpitations. The device was explanted.